Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv5 ruptured during filling. The device was being filled with an unknown cytotoxic drug when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.